Manufacturer narrative:
(B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was fractured. There was no report of a foreign body retained or harm to the patient. Multiple attempts have been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
Follow up report. (B)(4). Visual examination of the returned product identified that the sizer handle returned shows signs of use with some gouges on the distal end as well as on the blue handle on the proximal end. The tip of the sizer handle is also bent and the plunger inside the sizer handle shaft is fractured and was not returned with the device. The device has a possible field age of 4+ years. Fracture analysis has been previously analyzed for this fracture location where overload was identified as the mode of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The reported event is confirmed based upon the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.